Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens -9.0/1.0/095 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged with a same length lens due to excessive vault. The exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage with foreign material on the lens surface, specifically fibers. Dimensional inspection found the lens to be within specification. Claim #(B)(4).